Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A product sample has been received at the manufacturing site and it is awaiting investigation. (B)(4).

Event description:
A nurse reported that vacuum issues and cassette leak during a cataract procedure with intraocular lens (iol) implant. During phaco step, vacuum was low and it changed to high suddenly. Besides, the reporter noticed saline leakage through the bag of the cassette. The cassette was exchanged. The procedure was completed with no patient harm. Additional information has been requested and received. A product sample has been requested for evaluation.

Manufacturer narrative:
A device history record review shows that the order was built and released per specification. The returned sample was visually inspected and no air pockets or channeling was found with the drain bag tape. The sample was then functionally tested and once the drain bag was introduced with fluid a small hole was found at the bottom left side about one and a half inches from the bottom seam. The sample primed and tuned successfully with a handpiece successfully and reached max vacuum with no issues. No message code, no fluid or air leaks on the cassette, and no cracks on the luers were found. The irrigation and aspiration flow rates were within specification. Fluid flowed from the saline bottle to the irrigation and aspiration manifolds and continuously to the cassette housing. No occlusion was found in all manifolds. The sample passed functional testing. The root cause of the customer's complaint for the vacuum issue could not be established; the returned sample met specifications, the small hole in the drain bag would not cause any kind of issues with the cassette or vacuum performance. The root cause of the customer¿s complaint for the drain bag leaking could not be established as we are unable to confirm when or how the hole occurred. (B)(4).